Event description:
During a balloon angioplasty of a right common illiac lesion with an 8 mmx60mm angioplasty balloon. Once this was completed, while removing the balloon from sheath, the balloon catheter snapped and the balloon itself was returned straddled across the aortic bifurcation. Unable to withdraw - remained right common illiac artery at distal end of previous placed stent. Ultimately 8mm x 38 mm balloon mounted stent was placed to plaster fragments against vessel wall.